Manufacturer narrative:
This device is not distributed in us so that 510k# is blank. We checked the returned unit and confirmed that the segment steel braid rupture, ccd module defective, objective lens unit broken, u/d pulley wire worn out, r/l pulley wire worn out. Based on the result, we concluded that the ccd module defective was the objective lens unit broken; however, other failure is not related to the alleged complaint.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.